Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain due to erosion caused by the cuff of the device. A revision surgery was performed to explant the device, and a reimplant procedure will be performed once the eroded site has healed. No device issues nor additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.